Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient ((B)(6)) lost stimulation following a fall. An sjm representative interrogated the scs system and found high and invalid impedances. Images taken revealed a fracture in the lead. The lead was explanted and replaced on (B)(6) 2014. The patient reported effective stimulation was restored.